Event description:
The customer reported that the spectrum monitor shut down during a case. No patient injury way reported.

Manufacturer narrative:
The company representative evaluated the monitor and found that the customer did not plug in the unit during the case and completely depleted the batteries. The system was tested to factory's specifications. No problem was found. It functioned normally and was returned to use.